Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019 explanted: (B)(6) 2021 product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 09-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving fentanyl at 400.3mcg/day, bupivacaine at 4.003mg/day and hydromorphone at 0.5204mg/day via an implantable pump. The other medications the patient was taking at the time of the report were advair discus 100mcg-50mcg dose, albuteral sulfate hfa 90mcg/actuation aerosol inhaler, cartia xt 240mg capsule, clindamycin hci 300mg capsule, hydrochlorithiazide 50mg tablet, imitrex 100mg tablet, lisinopril 40mg tablet. Mupirocin 2% topical ointment, oxycodone 10mg tablet, paxil 20mg tablet., and wellbutrin xl 300mg 24 hr tablet, extended release. It was reported that the patient had increased pain and back in july of this year he started noticing his feet were bothering him more. Per the patient he was bending more and it possibly started then in regards to environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a cds (catheter dye study) was done on (B)(6) 2021 which showed the catheter had migrated from t10 to possibly l2/3. The actions and interventions taken to resolve the issue was surgery. At the surgery on (B)(6) 2021, the existing catheter was explanted and a new one implanted. The issue was resolved and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
The catheter was returned, and analysis found the catheter body to be deformed in shape along with a dislodgement allegation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2021-aug-17 the patient reported bilateral leg numbness and weakness. The patient also reported unable to feel boluses. A catheter dye study was performed and revealed catheter migration from t10 to l3. The device was reprogrammed on (B)(6) 2021 where the fentanyl and boluses were decreased. On (B)(6) 2021 the patient reported increased pain and oxycodone was prescribed due to increased pain. The outcome was noted as ongoing. The device diagnosis was catheter dislodgement and the clinical diagnosis was bilateral leg numbness and inadequate pain relief. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient reported that following the catheter revision they were getting much better pain relief. The event was noted as resolved without sequelae on (B)(6) 2021.